Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine did not flow because there were no holes in the balloon catheter, urine did not flow into the balloon bag.

Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA: 11881143. Photo: received (5) photo samples. The first photo was a top view of the three-way catheter with two returned syringes. The second and third photo were a zoomed in view of the trifurcation site. The fourth photo was a zoomed in photo of the tip of the catheter with deflated balloon. The last photo was of the inflation cap confirming the batch#: ngjx0302. Visual: received 1 all silicone foley catheter with two syringes. Verified material number: 119314 and manufacturing lot number: ngjx0302. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under one (1) minute with no cuffing or leaks noted, returning 10ml of solution. Urine lumen filled with water and no flow observed. Urine lumen filled with mbs using in-house syringe and blockage present at urine lumen. Root cause: the blockage of the drain lumen was determined to be due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as CAPA: 11881143 is applicable for this product lot number per fm0302332 rev 20. Based on the results of the investigation no additional actions are required at this time. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that urine did not flow because there were no holes in the balloon catheter, urine did not flow into the balloon bag.